Manufacturer narrative:
Occupation: occupation ni equals lay user / patient. The event occurred in (B)(6). Device evaluated by MFR: device requested for return but not available.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to another roche meter and the thromborel s laboratory method. The result from the meter was 4.9 inr. The result from a roche meter, unknown serial number, at another pharmacy was 5.5 inr. The result from the laboratory was 3.09 inr. The patient's therapeutic range is 2 - 3 inr. The patient has had no lifestyle changes and does not have any known impaired liver function. The patient's test strip was not available for return. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem. The cause of the event could not be determined.